Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 520 mg/dl. Customer reported that no delivery alarm was resolved by changing reservoir. The customer did not provide any symptoms regarding to high blood glucose level. The customer was treated with manual injection, insulin drip and fluids. The customer was wearing the insulin pump during the hospitalization. The insulin pump and reservoir will not be returned for analysis.